Manufacturer narrative:
(B) (4). Eval summary: it is unk whether the liner dislocated from the cup before or after the liner fractured. No x-rays are included; therefore, eval of the cup and liner position is not possible. The liner was not returned; therefore, analysis of the fracture is not possible. Additionally, no info is provided on the associated components, so product compatibility cannot be confirmed. The root cause of the liner cracking and subsequent fracture cannot be determined from the info provided. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer inc considers the investigation closed.

Event description:
Pt had left total hip arthroplasty. Revision was performed due to pain; imaging indicated that the polyethylene liner had unlocked and slid out of position, leaving the joint in a subluxed position. Intra-operatively, the liner was found to have split. The cup and liner were replaced.